Manufacturer narrative:
Continuation of d10: 5076-52 lead; implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was bradycardic in the thirties. It was noted that the left bundle branch (lbb) lead that was plugged into the right ventricular (rv) port exhibited a loss of capture noted on the current electrogram (egm) and had low r-wave measurements. Further noted, the lbb lead had dislodged during normal use and was explanted. In addition, it was noted that the rv lead that was plugged into the left ventricular (lv) port was off and was failing. The rv lead was capped. The patient had a leadless pacemaker implanted. No further patient complications have been reported as a result of this event.